Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm vticmo12.6, -17.5/2.0/074 (sphere/cylinder/axis), implantable collamer lens got stuck in cartridge during injection and tore. There was patient contact with no patient injury. In the reporters opinion the cause of the event was the device.

Manufacturer narrative:
Expiration date: 01/31/2025. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).